Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 411 mg/dl at the time of incident. The customer treated with the pump. The customer mentioned a lot of blood at site. The customer reported that the no delivery alarm was resolved by complete set change. The customer declined to troubleshoot for high readings due to bent cannula. The reservoir will not be returned for analysis.